Event description:
There was an allegation of questionable elecsys hiv combi pt result for a patient sample tested on a cobas e 411 analyzer (rack system). The initial result was reactive (4.07 coi). The first repeat result on the same analyzer was non-reactive (0.361 coi). The second repeat result (unknown if same or different analyzer) was non-reactive (0.330 coi). A rapid test from ctk biotech was performed, and the result was negative.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Qc and calibration were acceptable. The field service engineer (fse) checked and adjusted the aspiration system, sample reagent probe, shaker, and replaced the cell and waste tubing using the 12-month maintenance kit. System volume check, shaker verification, air purge, system restart, and cell calibration were performed, yielding satisfactory results. Review of the pre-analytical information revealed fibrins were visible in the serum samples, and in some cases, tubes showed deficiencies in centrifugation. The investigation determined that the issue is likely due to a pre-analytical issue. Correct pre-analytic sample handling is within the customer's responsibility. The elecsys hiv combi pt assay performs within specification.